Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 03/29/2016 to report that on (B)(6) 2015, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available.